Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. It was alleged that the pump display had lines through it and there were double images. The display was intermittently blank and the pump had been rebooted several times. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: during investigation, the original complaint of a display with double images and double lines was unable to be duplicated. The pump was opened to find no intermittent conditions on the display. Unrelated to the original complaint, the battery compartment was cracked from below the grip pad to the case seal.